Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt said the ins had been pretty much a disaster for them and clarified they weren't getting any relief. Pt said the stim helped their back for 2-3 weeks after implant then stopped, and continued to help their legs for a month or so then that stopped. Pt said a few month after that, in december, they had a second procedure where one lead was repositioned and the other was replaced. Pt said stim helped briefly after that but then that stopped. Pt had been having reps try to adjust the signals/settings but they weren't able to get any signal to their back. Pt said the stim had more effect on their legs, however sometimes the effect on their legs was more severe and they were having trouble finding a spot that helped their back without making stim too strong in their legs. Pt said most recent indications from reprogramming were that one of the leads was damaged in spots. Pt said they were thinking of trying a new doctor next. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist (pss) offered physician listings, pt declined at this time. Pss documented information given during the call.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-oct-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 15-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2022; explanted: on (B)(6) 2022; product type: lead; product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2022; product type: lead; correction: b1. Adverse event only b2. Intervention req not checked on initial report b5. Details updated excluding details captured in regulatory report#: 3004209178-2024-07036 instead. H1. Serious injury should have been selected instead of malfunction h6. Device codes a0401 and a0904 don't apply. Patient code e2103 doesn't apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt said the ins had been pretty much a disaster for them and clarified they weren't getting any relief. Pt said the stim helped their back for 2-3 weeks after implant then stopped, and continued to help their legs for a month or so then that stopped. Pt said a few month after that, on (B)(6), they had a second procedure where one lead was repositioned and the other was replaced. Pt said stim helped briefly after that. See general note: file was later split from how initially processed/reported. Damaged lead later determined to be a separate event . See related regulatory report#: 3004209178-2024-07036 for damaged lead/stim output issues previously captured in this event.